Event description:
Customer reported via phone call that their insulin pump was exposed to fluid. Customer states that there is fluid under the lcd display. The blood glucose reading is unknown.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. The insulin pump was also received with moisture damage on the motor, battery tube and vibrator assembly. The insulin pump was received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, battery tube threads and reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.